Event description:
Philips received information from a customer a child brain scan with the following parameters was misdiagnosed of a subdural hematoma due to an artifact in the bone-brain interface: high, helix, 64 0.625, 200 mas, 120 kv. According to a second scan in an idt scanner in other hospital it was clear that the subdural hematoma was a misdiagnosis. There was no report of mistreatment as a result of the initial assessment.

Manufacturer narrative:
This report is being filed as a result of a retrospective review of philips healthcare complaints back to (B)(4) 2007. It was reported that no misdiagnosis actually occurred, and the customer was working according to work instructions (daily and monthly iq checks). A report was received from the site department head stating that he is familiar with the artifact and would not have diagnosed it as a subdural hematoma. In this case, the customer alleged, the misdiagnosis was the result of an inexperienced radiologist who should have consulted a more senior medical doctor. A potential root cause of this misdiagnosis was identified as a ring artifact, using the ring ID application, a service tool which checks for bad detectors. The data measurement system (dms), which contains the detector modules was replaced as part of a scheduled dms replacement, so no further dms analysis was done. Internal cross reference: complaint pr number (B)(4). Final MDR mailed on november 18, 2013.

Manufacturer narrative:
Final MDR 1525965-2013-00414 was mailed on november 18, 2013. (B)(4). On 13-feb-2007, the customer reported that images acquired utilizing their philips brilliance 64 slice CT system exhibited a ring artifact the was misinterpreted as a subdural hematoma. The customer performed a child brain CT utilizing the following parameters: high, helix, 64*0.625 collimation, 200 mas, 120 kv on (B)(6) 2007. The images exhibited a ring artifact at the bone-brain interface that was misinterpreted as a subdural hematoma. The patient received a follow-up scan on a different CT system at a different hospital that confirmed that the patient did not have a subdural hematoma. The brilliance 64 data management system (dms) includes among other components, 42 detection modules. These modules may fail and cause typical geometrical shapes on the CT image, often described as "rings" or "bands". Due to the geometric shape and standard location, they are clearly identifiable to users as artifacts. CT engineering determined this issue to be an acceptable risk. The following mitigations apply: perform iq verification & review; daily and monthly image quality checks by operator; verification of image quality for all scanner modes, including: voltage, scan types, collimation, resolution, reconstruction filters; operator and radiologist should be qualified with CT diagnostic including typical CT image artifacts; the system shall be operated only if performance quality assurance has been satisfactory completed, and the preventive maintenance program is up to date. If any part of the equipment or system is known (or suspected) to be operating improperly or wrongly-adjusted, system shall not be used until repair is made; the CT scanner shall be operated by qualified operators only; air calibration; phantom calibration; temperature stabilization & correction; data interpolation in case of dead channel; manufacturing process. On 14-feb-2007, the fse replaced the dms, which contains the detector modules, as part of a scheduled dms replacement, so no further dms analysis was possible. The cause of this misdiagnosis was an identified ring artifact, using the ring ID application, a service tool which checks for bad detectors.